Event description:
Dräger received an ufr in which it was reported that the intensive care ventilator shut down during use. It was further stated that the hospital purchased a new power supply module to rectify the issue.

Manufacturer narrative:
The ufr was the only information for this case, the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information, especially not in regard to patient involvement. There was no patient data in the ufr but it cannot be excluded that the reported shut-down occurred during a running ventilation episode. Dräger derives the following: since it was reported that the power supply module was replaced to get the device back to work, it seems plausible that the reported shut-down of the ventilator occurred due to loss of energy supply. In such case the device will post an acoustical alarm via a buzzer for at least two minutes, this buzzer is driven by an independent power source. Further conclusions can't be made due to lack of information. Age of the device and its state of preventive maintenance are not known to dräger - the ufr did not contain a serial number or other relevant details. It can however be considered that the device has lasted for longer than the product's useful life already since production of this device model ended more than 12 years ago, the last unit brought newly into the market is already outside this life span. The malfunction of an individual electronic component after such log time of use is not unexpected and can be rated acceptable. In general, the product might be used longer safely but this may require an increased effort for preventive maintenance and service. The hospital has not signed a respective maintenance contract with the local dräger s&s organization and does that on own behalf and responsibility.